Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 3 days ago they got a message on their handset indicating their device was inactive. Patient did not have their equipment with them at the time of the call to troubleshoot. Patient will call back with their equipment for further troubleshooting. While on the call, patient mentioned they recently have been through a lot of airport security theft detectors. Patient stated they moved from new mexico to houston, tx and had not established care with a new managing hcp. Agent emailed registration updated information, and emailed patient physician listings.